Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called due to a letter she received about returning an insulin pump. The patient then stated that she has been in the hospital for 26 days, and has been experiencing chest pain and high blood glucose levels. However, the patient stated that her elevated blood glucose levels are mostly due to a strep infection. Nothing further was reported.